Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by removing the instrument and cannula at the same time. The staff removed the instrument and the cannula at the same time and found the instrument had a tissue on the instrument preventing it from being removed from the cannula. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the site's complaint history did not reveal any related or duplicate complaints involving this product and/or this event. A system log review was performed. Per the review, the following was confirmed: the logs show the customer performed an inguinal hernia ¿ unilateral procedure on (B)(6) 2024 on system sk3065. A review of the system logs for the system serial number associated with this event did not return any results in the procedure history aligned with the customer reported event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause cannot be determined based on the information provided and phone support details. The technical service engineer (tse) walked the customer through removing the instrument and cannula together. The phone support details did not reveal any issues related to the customer reported event. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, during blunt dissection with the force bipolar instrument peritoneal tissue became stuck within the wrist of the instrument. The stuck tissue was cut away from the wrists of the force bipolar instrument, and no further intervention was required at the peritoneal site. The instrument was unable to be removed from the cannula. Technical support engineer (tse) was contacted, and the surgeon was instructed to remove the instrument and the cannula together, which was successful. A backup instrument was utilized, and the cannula was placed back into the port incision without any complication. The procedure was completed robotically. The patient is recovering well.